Event description:
It was reported that 52 days after a coronary drug eluting stenting treatment procedure, a stent thrombosis and aneurysm occurred. The first lesion was located in the distal circumflex (cx). The physician placed a taxus express2 8.8% 2.25 x 12 mm drug eluting stent in the distal cx and deployed it at 15 atm for 15 sec. The physician then used a patriot ivt 3.4 x 10 mm cutting balloon in the mid right coronary artery (rca) and dilated to 14 atm for 18 seconds. The physician then placed a taxus 3.5 x 20 mm stent and deployed at 22 atm for 18 seconds (rbp 18). The stent was post-dilated with a powersail 4.0 x 18 mm balloon at 20 atm for 40 seconds. Using the two guide wired technique a taxus 2.5 x 20 mm stent was placed in the distal rca - segment of crux, and was inflated to 12 atm for 15 seconds. A maverick 2.5 mm x 15 mm balloon to the rpd with the kissing technique was dilated at 15 atm for 10, 5, 7 and 10 seconds. The pt was comfortable and without pain. Integrilin bolus and IV and tridil were given during the procedure. The pt returned 52 days later with angina. A stent thrombosis was confirmed in the cx. The thrombosis was treated with an angioplasty by a different physician. The physician had difficulty getting the catheter through the stenosis. A maverick2 2.0 x 15 mm balloon to the distal cx was dilated to 12 atm for 35 seconds. A quantum 2.5 x 12 mm balloon was then dilated at 11 atm for 21 seconds, 11 atm for 30 seconds and 15 atm for 90 seconds. The maverick2 2.0 x 15 mm balloon was reused. The balloon burst at 18 atm after 59 seconds on the first inflation (rbp 12). Verapamil, heparin IV, tridil bolus were given during the procedure. It was a successful intra-stent angioplasty of the distal cx. The pt was asymptomatic and vital signs stable post procedure. Same case as 6000089-2004-00528, 6000089-2004-00530.